Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported detachment of lever was confirmed. A review of the lot history record revealed no manufacturing nonconformities non-conformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the detached portion of the lock lever shaft cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the detachment of a portion of the lock lever. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. During clip deployment, when the lock lever cap was removed, the threaded portion of the lock lever detached from the lock lever. The clip was successfully deployed and the cds was removed. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.